Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced an adverse event which occurred 9 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient experienced seizure, and her spouse called an ambulance. It was confirmed that the continuous glucose monitor (cgm) was providing reading but there were no values reported. The patient was taken to the hospital and there the cgm reading was 220 mg/dl and there was no blood glucose (bg) taken. They performed a computed tomography (CT) scan and removed the sensor. The doctor couldn´t figure out what causes the seizure and there was no treatment provided to the patient. The patient was discharged the same day. They went home and there inserted a new sensor and the cgm reading was 221 mg/dl. At the time of the report the patient was fine. Data was provided for investigation. A wearable failure was found in connection to the allegation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of seizure.